Event description:
It was reported that during a remote follow up, noise resulting in oversensing was noted on the right ventricular (rv) lead. The physician suspected the noise was due to lead damage, however, lead damage was not visually confirmed. Provocative testing was performed and the noise was unable to be reproduced. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.